Event description:
Rptr had screws and rods put in his lumbar spine. Dr said was FDA-approved. Dr said would help him heal better, and were virtually problem-free. All of that was untrue. They are extremely painful and required more surgery for removal. If rptr wanted to take part in an experiment he would want to know first and know more about the facts and alternatives.